Event description:
It was reported that approximately nineteen months post promus stenting procedure in the first obtuse marginal artery with one 2.5 x 18 mm stent, the patient was hospitalized with angina pectoris. On (B)(6) 2011, the patient underwent percutaneous coronary revascularization balloon angioplasty in the index target lesion and in the proximal left circumflex, non-target vessel. The patient's condition resolved and the patient was discharged on (B)(6) 2011. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency and the product was not returned. Angina and restenosis are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.